Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2012, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter indicated that the dates in the history were in the wrong order. The reporter also indicated that the time on the pump was off but the date was correct. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: a review of the pump suspend history showed all dates recording in the correct order. The pump was manually suspended and manually resumed several times for testing purposes and the pump was confirmed to record the pump suspends appropriately. Unrelated to the complaint, the display screen was observed to be discolored with a pinkish contrast. Also unrelated, the keypad was observed to be torn; the keypad buttons were confirmed to be responding appropriately and no contamination was observed under the button contacts when the keypad was removed.